Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A conductor fracture was confirmed via x-ray and fluoroscopy. Subsequently a revision procedure was performed where the lead was explanted. No additional adverse patient effects were reported.